Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had frequent clogged tubing. Customer stated they had high blood glucose and it did not come down with bolus. Customer reported insulin pump did not give alert. Customer also reported that when they removed the set, the cannula was not kinked, but when tried to manually push insulin through the infusion set, it leaked from the top of the connector. The insulin pump will not be returned for analysis.